Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button did not respond to user presses appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, the ok and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was found to be cracked; however, the battery cap secured properly to the pump and a power loss was not observed. Corrosion due to moisture was also found in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found.